Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was explanted after an implant duration of approximately 4 years and 6 months. Unfortunately, the reason for explant has not been provided. No other details reported. Despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. There have not been any allegations of a product malfunction or quality deficiency. The subject device was replaced with another edwards bioprosthetic valve.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: unfortunately, the sample device was not returned for evaluation, therefore, the sample device cannot be assessed for any deficiency. A supplemental report will be submitted in the event that any new information or the sample device is received. No further actions are possible with the available information.

Manufacturer narrative:
Based on the follow-up with the health care-provider, the reason for explant was due to endocarditis, source was staphylococcus aureus. Per the health care-provider the reason for explant was patient related and not related to any device malfunction. Unfortunately, the subject device was not returned for evaluation. Therefore, the subject device cannot be investigated for any deficiency. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. In this case, the source of infection was staphylococcus aureus. No further actions are possible with the available information. Corrected data: lot number, expiration date, approximate age of device, device manufacture date.